Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. The patient presented with a non st elevated myocardial infarction. A 2.0 x 28 mm mini vision stent delivery system was being advanced to the lesion when the stent dislodged and slipped on to the shaft of the device. During removal the stent moved again and dislodged into the aorta. There was no resistance advancing or removing the device. A radiologist was called in and the dislodged stent was removed with a snare device. Another stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned implant. The reported stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.